Event description:
It was reported to boston scientific corporation that a jagwire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, the physician loaded 5cm of the jagwire tip into a non-bsc sphincterotome before it was loaded into the scope. The physician inserted the scope into the patient. The physician encountered no resistance during cannulation with the guidewire, however, after 2-3 attempts part of the hydrophilic tip 'came off' when the physician attempted to advance the jagwire out of the sphincterotome into the papilla. The physician removed the jagwire and completed the procedure with a non-bsc guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable. Additional information received from the facility (B)(6), 2010 confirmed that no fragments fell into the patient, the distal tip did not detach and the physician did not observe any peeling of the guidewire coating.

Manufacturer narrative:
A visual examination revealed that the pebax tip section was present and properly coated however it was observed that a thin layer of the pebax tubing was missing thereby exposing the core wire (the thin layer of pebax was not returned for analysis). Upon further examination at 40x magnification, the pebax surface exhibits clear indications of having been skived by some type of object. Except were noted, no other damage or inconsistencies were noted. The condition of the returned unit was consistent with the complaint incident that part of the hydrophilic tip came out however, all manufacturing records indicated that the product was final inspection tested and determined to be acceptable, therefore, the most probable root cause is caused by other device. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a jagwire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, the physician loaded 5cm of the jagwire tip into a non-bsc sphincterotome before it was loaded into the scope. The physician inserted the scope into the patient. The physician encountered no resistance during cannulation with the guidewire, however, after 2-3 attempts part of the hydrophilic tip 'came off' when the physician attempted to advance the jagwire out of the sphincterotome into the papilla. The physician removed the jagwire and completed the procedure with a non-bsc guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable.

Event description:
It was reported to boston scientific corporation that a jagwire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, the physician loaded 5cm of the jagwire tip into a non-bsc sphinctertome before it was loaded into the scope. The physician inserted the scope into the patient. The physician encountered no resistance during cannulation with the guidewire, however, after 2-3 attempts part of the hydrophilic tip 'came off' when the physician attempted to advance the jagwire out of the sphinctertome into the papilla. The physician removed the jagwire and completed the procedure with a non-bsc guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable. Additional information received from the facility (B)(6), 2010 confirmed that no fragments fell into the patient, the distal tip did not detach and the physician did not observe any peeling of the guidewire coating.

Manufacturer narrative:
(B)(4) (distal tip damaged). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
The device has been received but not evaluated by manufacturer, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).